Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and thick posterior leaflet tip for mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully. There were no adverse patient effects or clinically significant delays reported. On estimated date, it was determined that a single leaflet device attachment (slda) occurred for 2 mitraclips.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported slda. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr), restricted posterior leaflet and thick posterior leaflet tip for mitraclip procedure. During the procedure, first mitraclip was implanted and it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the posterior leaflet. Second mitraclip was implanted to stabilize the slda, but it was determined that a single leaflet device attachment (slda) occurred and second clip was no longer attached to the anterior leaflet. The final mr was grade 3-4. There were no adverse patient effects or clinically significant delays reported.